Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found that the suction channel of the subject device was broken. The foreign object was removed and it was a syringe tip. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the foreign object was clogged in the suction channel of the subject device at the unspecified procedure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was difficult to identify the cause of the reported phenomenon. However omsc surmised there was the possibility this phenomenon was attributed to the thing which the syringe might have been damaged and mixed into the suction / instrument channel of the subject device when the syringe was used in combination during the procedure and cleaning, based upon the information from olympus korea and the former similar case as follows; olympus korea information said the suction channel foreign object (syringe tip) clogged. The former similar case has reported that the phenomenon might have occurred due to improper handling of syringes at the user facility. The cause of the broken syringe tip had been speculated that excessive stress might have been applied because the syringe tip was attached to the forceps plug in a non-straight state. If additional information becomes available, this report will be supplemented.